Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Hyphema and decreased visual acuity are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4) submitted to FDA: 8/11/2016.

Event description:
The surgeon initially reported being unable to implant the istent due to compromised visualization. Clinical follow-up was requested and on 7/22/2016 the surgeon provided the following additional event details. The patient presented with persisting hyphema 1 day post operation resulting in decreased visual acuity. The hyphema resolved by the 1 week post-operative exam. The patient's visual acuity improved to 20/40 and was reported to be doing well. Additional follow-up has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2016 the surgeon provided the following additional event details. The hyphema was treated with medication and was reported to have resolved with no sequelae. The patient was not taking any anti-coagulant medications pre-operatively or post-operatively.